Event description:
It was reported that the pt complained of withdrawal symptoms including increased pain, nausea, and vomiting. There was no cerebrospinal fluid return. The distal portion of the catheter was replaced in 2009. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted due to a delay by a manufacturer employee. A process improvement pain and training are in place.